Event description:
Related manufacturing ref: (B)(4). During an atrial fibrillation procedure, skiving occurred with two introducers. The needle with stylet was advanced up the sl1 dilator and allowed to rotate freely. The puncture was performed, the needle withdrawn, and the sheath was aspirated producing a small plastic shaving. A second puncture was done with a new sl1 which also produced a plastic shaving. The procedure was completed successfully without patient complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.